Event description:
Additional information was received from the patient's representative. They reported that the evaluation helped symptoms but since the permanent implant the patient had not gotten any symptom relief. The caller said they had gone through all the different programs. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient asked if the handset could be causing this, the agent reviewed handset function. Caller mentioned an x-ray was done and the hcp believed the lead was in the right place. The caller called back the next day to ask who sets up the customs programs. The agent reviewed and redirected them to the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the trial worked beautifully but the permanent implant has not been quite so successful. Caller stated the patient is not able to urinate on their own unless they are having a bowel movementand they are still having to catheterize 3 times a day which is about the same as before the trial. Caller mentioned that about 3 weeks ago the healthcare provider put the patient on program 2 and told them to gradually increase the stimulation until they can feel and that's what they've done but they're physically experiencing a discomfort in their penis and they don't remember when it started but it's always there. Reviewed stimulation expectations and the option of lowering stimulation level to see if that'd help relieve that discomfort. Assisted patient with decreasing stimulation level; patient said they could feel the tingling sensation in their butt but the discomfort was still in their penis. Patient will maintain stimulation level and continue to monitor symptoms. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. Patient reported they still had not seen improvement on their symptoms. Since implant, they had not been able to urinate on their own, even after making different adjustments. Patient stated they felt the stimulation every once in a while. Patient also mentioned they will see their healthcare provider (hcp) soon.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's representative. The caller reported the previously noted events. The caller stated that the patient's therapy was still not working as good as the trial and they had been trying new settings. The patient was continuing to monitor symptoms. The agent reviewed therapy expectations.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the feeling the stimulation every once in a while was not determined. The patient stated that since the surgery (assumed implant) the stimulator has not provided the stimulation to prompt bladder voiding. The programs and amplification levels have both been adjusting but they were still seeking the correct level. The trial (temporary implant) worked perfectly but the permeant implant was not working. It was reported the issue was not yet resolved.